Event description:
Following deployment of the 26 mm sapien valve, a tear was noted in the left ventricular outflow tract (lvot). The tear was repaired with sutures. The patient had a horizontal heart. While the physician was attempting to rotate the heart in order to obtain access in the apex, a tear in the right ventricle (rv) was noticed prior to sheath insertion. The medical team decided to proceed with the tavr procedure, then place the patient on bypass to unload the ventricle and repair the rv tear. Following deployment of the sapien valve in a 60:40 ventricular position, an aortic root angiogram revealed a tear in the lvot at the base of the valve. The patient was placed on bypass and repair sutures were placed in the rv and lvot. The patient was taken off bypass, protamine was given, and the access site was closed without complication. The patient was then transferred to the intensive care unit (ICU) in stable condition. The native aortic annular area was 430 mm2 by tee and 470 mm2 by CT. The native aortic valve was mildly calcified. The aortic root was moderately calcified. The sinotubular junction (stj) diameter was 22 mm and it was heavily calcified, and the sinus of valsalva (sov) diameter was 30 mm. There was no mitral annular calcification (mac) or ventricular septal hypertrophy.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Cine and echo images were submitted to edwards for review; however, echo was not needed to draw a conclusion. The imaging provided was reviewed by an edwards medical director. Observations/impression: observations: cine · narrow severely calcified stj, moderate aortic valve calcification with severe aortic root calcification, no porcelain aorta, no mac. Positioning of the valve 60:40 aortic on the lateral side and 70:30 aortic on the medial side. No loss in pacing capture, ventilation is held. The valve is deployed where positioned. Post deployment angiogram demonstrates significant ar and tear in the lv septum. This tear extends from the lv to rv. Impressions: risks factors for intra-ventricular septal tear include severe valvular calcification and significant valve oversizing. The position of this tear suggests a location within or near the trigone between the right and non-coronary cusps, the so called membranous septum. This is the thinnest portion of the septum and might have been traumatized by the xt valve in the presence of severe bulky calcification. This tear propagated into the muscular portion of the septum and created an lv to rv fistula. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as noted in the imaging review results, patient and procedural factors appear to have contributed to this event. In this case, as noted in the imaging review results, patient and procedural factors appear to have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.